Event description:
The manufacturer received information alleging a ventilator was not turning on and off . There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and display board were replaced to address the issue.